Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment. Calibration of the touch screen failed on some spots. Cable stylus was pinged (still working, but was replaced). There was a small crack in the bezel (considered acceptable). Software reconfiguration was performed to eliminate possible software issues. The touch screen was replaced and calibrated according to procedure. The stylus was replaced as preventive measure. Software was re-installed and updated to the newest version. The device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for corrective maintenance/repair. No patient complications have been reported as a result of this event. It was further reported that the mouse was not responding properly to the stylus for the programmer.